Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 506852 lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that the patient suffered a fall due to dizziness and bradycardia. It was determined that the patient had experienced a syncopal episode. From interrogation, it was noted that the right ventricular lead exhibited variable bipolar pacing impedance, which was intermittently low. Also noted were short sinus pauses. A failure of the lead's outer insulation was suspected. Electrical testing found that impedance was stable and normal in the unipolar configuration. The lead was reprogrammed for unipolar pacing and remains in use. No further patient complications have been reported as a result of this event.